Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The hexalobular driver tip fractured when doctor was screwing the tibase. The doctor had just bought the product and it was the second time she had used it. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tascd24, (tsv angled screw channel driver 24mm) for evaluation. Visual evaluation was performed, the drivers tip was twisted/bent and fractured at the tip. The fractured piece was not returned. Device history record (DHR) review was completed for the subject lot number 1273432. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273432 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was twisted/bent and fractured at the tip. The fractured piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.